Manufacturer narrative:
After the event, the device was inspected by arjo technician. There was no device failure that could cause the cover detachment found. The cover of the ceiling lift was reattached. The ceiling lift was serviced by arjo. The last service was performed on (B)(6) 2022. It includes a visual inspection, full function and load test. No issue with the bottom cover was observed at that time. All information gathered allowed to conclude that the loosening of the bottom cover was a consequence of the ceiling lift movements along the rail. Each subsequent movement of the ceiling lift on the rail and the vibrations generated during these movements could cause the loosening of the clips and further cover detachment. This scenario was provided as the most probable one as the cover detached during patient transfer and no device malfunction was observed. To sum up, while the event occurred, the maxi sky 2 was used to transfer the patient. No injury was reported. The cover of the device detached and from that perspective the device did not meet its performance specification. The complaint was assessed as reportable due to ceiling lift cover detachment.

Event description:
Following information provided, the bottom cover of the maxi sky 2 ceiling lift detached and fell on the transferred resident. No injury was claimed.